Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level displayed "high". The customer administered a manual injection of insulin therapy to resolve glucose level and reverted to alternate therapy for diabetes management.